Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a catheter, continuous flush, customer states that the distal balloon had a hole and would not stay inflated during the treatment.

Manufacturer narrative:
Submit date: (B)(4) 2009. An investigation is currently underway. Upon completion, the results will be forwarded.